Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16jan2020.

Event description:
The customer reported a check ventilator alarm. There was no patient involvement.

Manufacturer narrative:
G4: 19jan2020 b4: 21jan2020 the manufacturer¿s international service technician evaluated the ventilator and could not duplicate the reported problem. The service technician confirmed the occurrence of diagnostic codes related to backup alarm failure, alarm light emitting diode (led) failure, auxiliary alarm supply failure and cooling fan speed error in the diagnostic report. The power management printed circuit board assembly will be replaced once the customer approves the repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.